Manufacturer narrative:
The donor's autopsy report and any follow-up clinical information is not expected. A haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer was not able to duplicate any issues or error codes with the device. The field service engineer determined the device met manufacturer specifications. There were no issues, events or alarms noted with the system used during the procedure and there were no issues noted with the disposables. The device was manufactured according to approved procedures and met all specifications for release, with no noted non-conformances or capas that would have contributed to the reported incident. The disposables were discarded by customer, therefore could not be evaluated by haemonetics, however, there were no recalls or adverse trends reported against the lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device used during the plasmapheresis procedure.

Event description:
On april 29, 2022, haemonetics was made aware of a donor fatality from an apparent heart attack on (B)(6) 2022 which occurred within 48 hours of the donor's last donation procedure using a pcs®2 plasma collection system. Donor's last donation occured on (B)(6) 2022. It is unknown if an autopsy was performed. There was no report of donor reaction during the procedure. The donor had donated 26 times at the center in the past 12 months. There were no donor referrals on this or any previous donation. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation.